Event description:
It was reported, that the camera head had an e216 communication error. The issue was found during cleaning and disinfection. There were no reports of no patient involvement.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6, h10, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following is included in the instructions for use (IFU): "precautions for disappeared or frozen endoscopic image warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an e216 communication error. The issue was found during cleaning and disinfection. There were no reports of patient involvement.